Event description:
The distributor reported that when they went to the facility to pick up the canopy for servicing, they noticed a tear in the mesh on the large panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the left window has a 2 foot rip in the mesh. The head panel right leg has a 1/4 inch tear. (B) (4).